Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap.the sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two days after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for peritonitis. On an unreported date in the same month as this report, dianeal therapy was discontinued and the patient was switched to hemodialysis. On an unreported date in the same month as this report, the patient was discharged from the hospital to a rehabilitation center. The patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 4 of 4.